Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error), a functional check and the diagnostics indicated a failed heater. They stated that would order and replace the components onsite. Per follow up information received via email on 31may2023, it was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error), a functional check and the diagnostics indicated a failed heater.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue was isolated to a failed heater. Per additional information received, a functional check and the diagnostics indicated a failed heater. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (non-recoverable system error), a functional check and the diagnostics indicated a failed heater. They stated that would order and replace the components onsite.